Event description:
The customer reported multiple dark counts and sample counts outside limits errors while performing quality control (qc) involving the access 2 immunoassay system. The customer noted the bottom peristaltic pump tubing cassette was not seated properly. Beckman coulter guided the customer through reseating the cassette and advised the customer to perform system check; system check passed on the second run. The customer stated no further dark count or sample count errors were noted and patient results were not impacted. Beckman coulter advised the customer that all previously run patient samples should be evaluated for possible erroneous results, and the customer acknowledged. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the peristaltic pump with cassettes and resolved the issue. The instrument conformed to the manufacturer's published performance specifications.